Event description:
It was reported that "while attached to a pt, the IV contoller separated at the "y" site and the pt sustained a blood loss. A replacement transfusion was administered. It was estimated that the pt lost approx 150cc of blood. The recovery was uneventful."